Event description:
The pt was undergoing a lung procedure. After second attempt to use the stapler, the stapler was unable to be reloaded. O.r [operating room] time was increased o.r [operating room] time was increased as attempts were made to place new fire. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.